Event description:
It was reported that the patient presented for follow up with over-sensed noise on the right atrial lead. The lead was explanted and replaced. The patient was in stable condition.

Event description:
New information received noted that the atrial lead also exhibited elevated thresholds.

Manufacturer narrative:
The reported events of inadequate capture and sensing noise were not confirmed. As received, a complete lead was returned in three pieces. The helix was retracted and clogged with blood/tissue. Electrical testing did not find any conductor fractures, but found damaged inner insulation causing internal shorting consistent with procedural damage. Visual and x-ray examination did not find any anomalies, with the exception of procedural damage.